Event description:
An (B)(6) male patient's step-son contacted zoll lifecor customer support service to report that the patient's electrode belt connector was broken. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. As received, the electrode belt's connector was broken and would not properly secure the belt to the monitor. The belt was otherwise fully functional and could properly monitor a cardiac signal. The root cause of the connector damage cannot be positively identified. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.